Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely tortuous type ii endo leak. A direxion fathom-16 system was selected for use. During the procedure, after delivering three coils and upon twisting the hub of the microcatheter, it was noted that the hub broke outside the patient's body and was unable to deploy any more. The microcatheter was completely removed and the physician lost access and was unable to complete the procedure. The patient may still have endo leak and may have to be rebooked, and will require CT imaging to assess the endo leak. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation located 3.4cm form the strain relief with the inner shaft stretched for 13.2cm with numerous kinks, inner shaft was twisted, and an outer shaft separation located 26.2cm from the strain relief. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely tortuous type ii endo leak. A direxion fathom-16 system was selected for use. During the procedure, after delivering three coils and upon twisting the hub of the microcatheter, it was noted that the hub broke outside the patient's body and was unable to deploy any more. The microcatheter was completely removed and the physician lost access and was unable to complete the procedure. The patient may still have endo leak and may have to be rebooked, and will require CT imaging to assess the endo leak. No patient complications were reported and the patient was stable post procedure.